Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, there was a problem loading the device. It was impossible to assemble the stapler and the reload, and the reload broke while assembling. The proximal tip of the reload was not adapted to the distal tip of the stapler. The device was not applied to the patient. It led to extension of the operating time and anesthesia. New stapler and reload was used to complete the case. There was no patient injury.